Manufacturer narrative:
Final analysis found an inner insulation abraded in the suture sleeve was noted at 16.4 cm to 16.5 from the connector pin. This most likely caused the reported complaint. (B)(4).

Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced successfully.